Manufacturer narrative:
Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 20 miu/ml cutoff urine control and 100 miu/ml hcg urine controls; all results were hcg positive at read time and met specification. There were no false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported a potential false negative hcg results using the consult hcg urine cassette pregnancy test. Patient presented to office after taking three (3) home pregnancy tests that were all positive. At the office, the consult hcg urine cassette pregnancy test was negative. The quantitative beta hcg result was 314.8 miu/ml. The patient's last menstrual period was (B)(6) 2015. There was no adverse patient sequela. There was no additional information provided.